Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons were becoming more difficult to press. The blood glucose reading was 116 mg/dl. She did not recall any significant event leading to the keypad issue. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The insulin pump has minor scratched display window, cracked case at display window corners, broken belt clip slot and cracked reservoir tube lip.